Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced mix bar, ise buffer valve, and drain roller pump tubing to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous high patient results for the ise chemistries on the au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. Refer to (B)(4) which addresses the patient results generated on (B)(6) 2019.